Manufacturer narrative:
The customer was sent a replacement.

Event description:
Customer contacted beckman coulter inc., (bci) stating that they found a loose cap on the buffer 3 image and the product leaked. No injury was reported on this issue.